Manufacturer narrative:
Investigation summary: one manoscan eso catheter was returned for evaluation. Upon visual inspection the investigator noted the ruled tubing is slightly discolored. There was no visual physical damage to the probe or catheter sensors. During saline solution test, all impedance rings are functional and procedure a signal. When reported, the customer noted the probe became stuck inside the patient, and believed the malfunction to be a probe failure. The reported condition was confirmed. A calibration test was run and catheter passed calibration on all sensors, but failed during thermal test. The catheter showed intermittent signals every sixth channel for the duration of thermal testing. Pico scope data revealed some sensors were unstable. After an investigation the failure is isolated to tpe bunching, but a root cause of the failure was not identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report that a probe got stuck in patient's body. Patient felt discomfort and a little amount of bleeding. Patient reported feeling better the next day. Customer emailed study showing failure on probe. Customer emailed the study and after review, tech support confirmed that every sixth sensors failed. The device will be replaced and sent back for investigation.